Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces."

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2008 due to an unknown reason. The liner was removed and replaced. Patient underwent a further revision procedure on (B)(6) 2014 due to poly wear. All components were removed and replaced with a competitor stem and head and a biomet cup and liner.

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date with competitor and biomet product. Subsequently, patient was revised on (B)(6) 2014 due to poly wear. The liner was removed and replaced.